Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp for mechanical circulatory support. It was reported that while on impella rp support, the patient had an elevated activated clotting time. The patient was taken off systemic heparin as he was bleeding from endotracheal tube, nose, all lines and sheaths. A decision was made to hold for six hours and watch purge flow. Purge decreased and activated clotting improved. Systemic heparin was turned back on. The patient remained on impella support and was successfully weaned. The patient's outcome at the time of explant was noted as survived.